Manufacturer narrative:
Device passed the displacement and self test. No unexpected audio/vibrate anomaly /absence of alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio vibrate anomaly on the insulin pump. Troubleshooting was not performed. Customer advised the sound on the insulin pump was low and does not vibrate anymore. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.